Event description:
Concomitant device reported: unknown cage (part # unknown, lot # unknown, quantity unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screw/ unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that a l5-s1 tlif procedure was scheduled for (B)(6) 2020. Sets were delivered late after booking was made the previous day. The patient was moved to a later surgery slot. After patient was put under anesthesia, it was discovered that the stock of the vcffs screws was delivered incomplete after arrangement had been made to transfer stock from another set. There were not enough 6 x 45mm screws, and surgeon had to compromise by using a size that was available. During this time, it was also discovered that the tpal set was packed with the wrong inner tray and that all the instruments to be used to insert the cage were missing. This led to longer surgical time while the surgeon had to wait for instruments to be shipped to the hospital. Upon arrival, only the old inserter shaft, which was bulky, was delivered, which abetted in the surgeon damaging the dura of the spinal cord upon insertion of the cage. Procedure was completed successfully with a delay of fifteen to twenty (15-20) minutes. This report is for an unknown cortex screw. This is report 4 of 10 for (B)(4).

Event description:
This is report 4 of 9 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.